Manufacturer narrative:
Additional information: there were no issues with the other onyx trucor devices used. Initial reporter phone number updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: stent dislodgement did not occur. Stent deformation did occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one 3.5x15mm onyx trucor coronary drug eluting stent (des) dislodged during delivery to the lesion. The patient was being treated for non st-elevation acute coronary syndrome (nste-acs). The lesion being treated was moderately tortuous, moderately calcified with 75% stenosis in the mid right coronary artery (rca). There was 98% stenosis of the ostial po sterolateral branch (plb). The device was inspected prior to use and negative prep was performed with no issues noted. Initially one 3.0x30mm onyx trucor des was deployed at 10 atm for 20 seconds to the distal rca/proximal plb. The lesion was pre-dilated with a 2.5x20mm non-medtronic balloon at 10-14 atm. The 3.5x15mm onyx trucor device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. The device could not pass through the lesion and dislodged. The dislodged stent was successfully removed by the catheter. The stent was found to be deformed after removal. Finally, one 3.5x18mm onyx trucor des was deployed at 12 atm for 35 seconds to the mid rca. Post dilation was performed with a 3.5x15mm non-medtronic nc balloon to 18 atm across the lesion. There was a good result without residual stenosis and good flow in the rca. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx rx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the dislodged stent was successfully removed by the stent delivery system catheter. It was later clarified that stent dislodgement did not occur, there was stent deformation only. Image analysis: the customer returned two device related images. One image shows the distal end of the device with the proximal end of the stent deformed. The other image is of a label which confirms that the device is an onyx trucor, trcr35015x, lot #: 0012309101. Product analysis: the device was returned for analysis. The stent was positioned on the balloon between the marker bands as per position specification, but due to distal stent deformation, the stent did not meet visual acceptance specification. No other damage evident to the remainder of the device and no evidence of stent dislodgement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.